Manufacturer narrative:
On may 25, 2007, philips medical systems took action to advise the installed base of this matter through a product safety notification and philips medical systems will update the customers' systems to mitigate this issue. Upon review of the complaint files, philips medical systems determined that this event is similar in nature to MDR report 1525965-2007-00006 and a decision was reached to file an MDR on this event.

Event description:
Hospital had recently started to use the brilliance 64 for non-contrast head examinations. The site has discovered two cases that have exhibited the button artifact.